Event description:
A polaris valve was implanted in a patient in lumboperitoneal. The surgeon failed to adjust the pressure setting of the valve. The doctor request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 09/18/2007. Results of analysis will be developed in a follow-up report.